Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/10/2024. It was reported that the patient was in the emergency department for 8 hrs. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced fatigue, nausea, and diabetic ketoacidosis. There were no bg (blood glucose) values taken at that time and no cgm (continuous glucose monitor) values. The patient went to the emergency department and there he was treated with insulin. There were no additional details about the medical intervention provided nor the discharge date. At the time of the report the patient had recovered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.